Event description:
It was reported by the customer to the sales rep that on an unknown date, the implant device will be removed due to soft tissue breakdown. The status of the patient was unknown. No additional information was provided. This complain involves one (1) device.

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: review of the device history record on part number: sd800.540-us, lot number: 308p586 showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.